Event description:
The sheath kinked. The sheath was not returned to datascope for evaluation. The sheath was discarded by the facility. (Event complications: unknown - reported 9/3/98. (Pt's current status: unk - reported 9/3/98.)